Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 300 mg/dl and 400 mg/dl range. The patient treated her high blood glucose events via insulin pump bolus. Troubleshooting was initiated and there were no apparent anomalies with the insulin pump or its corresponding consumables. A high pressure test was performed and the device passed: the no delivery alarm functioned properly. The device also passed the self test. The insulin pump was not returned for analysis.